Event description:
While starting patient tx (treatment), machine alarm for blood leak, noted visible blood in dialyzer red port dialysate effluent. Tx stopped dialyzer sequestered. No patient issues. Per rn (registered nurse), md (physician) order to redraw hbg (hemoglobin).